Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right brachial artery. The 80% stenosed, re-stenosed,10mmx3.5mm, eccentric target lesion containing a lesion bend of between <45 degrees was located in the mildly tortuous and moderately calcified proximal left anterior descending (lad) artery. Following advancement of a 4.0 unspecified guide catheter, a 10x3.50mm flextome¿ cutting balloon¿ was then selected and advanced to treat the target lesion. During inflation, it was observed that the tip of the balloon ruptured at 6atm. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).